Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break and pull wire break. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: an advanix-naviflex delivery system was returned for analysis. A visual examination of the returned device revealed that the pull wire was bent and dislodged from the catheter; however, it was not broken. The guide catheter was not returned. No other damages were noted to the delivery system. Product analysis confirmed the reported event of a catheter guide break; however, the reported pull wire break could not be confirmed. Additionally, the additional device required cannot be verified because it occurred during the procedure and there is no objective evidence or descriptive information to support the claim. Therefore, the investigation concluded that the reported event and observed damage were likely caused by excessive force applied while pulling the device, possibly compounded by anatomical tortuosity during the procedure. These conditions may have made it difficult to retrieve the guide catheter, resulting in stress on the device components and causing the pull wire to bend and dislodge. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. .

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was to be implanted in the biliary site to treat biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath broke and was removed using snares. Another naviflex delivery system was used to complete the procedure there were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was to be implanted in the biliary site to treat biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath broke and was removed using snares. Another naviflex delivery system was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break and pull wire break. Imdrf impact code f2301 captures the reportable event of additional device required.